Event description:
It was reported: the patient had previous cervical spine surgery at another hospital. The patient presented with c4-c5 pseudarthrosis, hardware failure, and disc herniation. The surgery was performed in 2005 to remove the cervical plate. Two of the screws that held the plate in place were broken. One of the broken screws was removed from the patient, the other remains in the patient.